Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side, "looks like it has gone down". Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(b), h6

Event description:
Patient reported right side, "looks like it has gone down". Healthcare professional later confirmed deflation. The device remains implanted. Device explanted.

Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening assessed as surgical damage. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side, "looks like it has gone down". Physician later confirmed deflation. Device has been explanted.

Event description:
Healthcare professional later confirmed deflation. The device remains implanted.